Manufacturer narrative:
The ipg was returned and analysis found that the device passed automated electrical measurements and paced and sensed normally during all tests. The ipg meets specifications.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting 'too much cross talk' with the patient's automatic implantable cardioverter defibrillator (aicd). The physician elected to explant the ipg.